Event description:
It was reported that the insulin pump alarmed no delivery during the basal procedure. The blood glucose reading was 160 mg/dl. Upon troubleshooting, insulin did exit with a manual prime, and the device was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.